Event description:
A synergraft pulmonary valve and conduit, was implanted in 2003 into a pt with an unknown medical history. Cryolife received a recall summary card from the implant facility in 5/2003 that stated, "this tissue was removed 2003." The reporting rn was contacted by cryolife in order to obtain additional information regarding the explant of this valve. She stated that the valve was explanted in a planned porcedure because it was "time for it to come out". She also indicated that the valve was stenotic and calcified. However, there were no pt symptoms attributed to the valve that prompted the reoperation. The reporting rn was not able to give any additional information regarding the implant or removal of the pulmonary valve and conduit.